Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that his blood glucose had risen to over 250 mg/dl. The pod adhesive had separated completely from the abdomen, causing the cannula to dislodge. At the time of the event, the patient was swimming, and the pod had been worn between 4 and 24 hours. To treat the issue, the patient applied a new pod.